Manufacturer narrative:
12-jun-2020 additional product investigation results: no failure could be identified as a result of the investigation.

Event description:
Consumer contacted via phone and stated that the tampons were tearing when she tried to pull them out; the outer casing was tearing and the cotton was coming out. No injury was reported.

Manufacturer narrative:
(B)(6) 2020 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Consumer contacted via phone and stated that the tampons were tearing when she tried to pull them out; the outer casing was tearing and the cotton was coming out. No injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer contacted via phone and stated that the tampons were tearing when she tried to pull them out; the outer casing was tearing and the cotton was coming out. No injury was reported.